Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as maude report mw5076099. It was reported that guide wire tip detachment occurred. During a coronary intervention approximately 10-15mm of the tip of the pt²¿ guidewire broke off into the patients' anatomy. The physician tried to snare the wire tip but was not able to retrieve it due to the size of the vessel. The tip migrated into a nonessential branch while trying to retrieve. The wire fragment was left in the small distal branch. No patient complications were reported and the patient is home and status was fine.